Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify insulin pump error perform displacement test, self test, and current measurements due to display anomaly.

Event description:
The customer reported via phone call that insulin pump had multiple pump error. Customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer states pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.